Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-49292. It was reported that there were high impedances on all but two contacts on the patient's scs paddle lead. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Attempts were made to obtain complete event, and patient information. Additional information was not provided. The event of ipg explant/replacement, due to ipg reaching end of life was reported to abbott. Patient underwent a lead revision, due to high impedance readings. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: the explant date in d6 has been provided.